Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implantable cardioverter defibrillator (ICD) replacement procedure, the patient went asystolic once the new device was connected to the chronic right ventricular (rv) lead. The anesthesiologist reported an oxygen drop prior to moving the lead from the old device to the new device. Cardiopulmonary resuscitation (CPR) was initiated and shock impedance measurements increased to greater than 200 ohms intermittently, within range impedances of 30 ohms. Noisy pace/sense signals were also observed with some sensing issues. The patient went into a ventricular arrhythmia and the implant team treated with stat shocks and external shocks. The patient's rhythm would go into normal sinus for a short while, then degrade. Efforts to save the patient with external shocks and external pacing were unsuccessful and the patient died. The products will not likely be returned. Data from the replacement device's memory was downloaded and reviewed by boston scientific technical services (ts). Episodes showed that 3 stat shocks were given to the patient. The device was not in monitor + therapy for any of the events. The rv agc was at 1.0mv, so there may have been some undersensing of the arrhythmia. The patient's shock electrogram looked sub-optimal through the entire case. The data files were reviewed by boston scientific's medical safety advisor. There was no onset as the device was presumably not connected to the leads when ventricular fibrillation (vf) started. The device did not have therapy on for a period of time while the patient was in vf. It is unknown how long it took to deliver a rescue shock. Potential reasons for the out of range shock impedances were discussed. Possibilities could be due to a dry pocket or the rv lead not being connected to the device header for a period of time.